Event description:
Information received by medtronic stated that the insulin pump had an issue during priming. Customer reported that the insulin continues to drip after motor stops during the fill tubing process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.